Event description:
Bed was found in "down" storage area. No pt impact was reported. Cause of the problem is unk.

Manufacturer narrative:
Tech found the bed in "down" storage area. No pt impact was reported. Found: hi-low head would drift down slowly. After troubleshooting determined the problem to be a faulty emergency trend valve. Replaced emergency trend valve to resolve this issue.